Event description:
The failure investigation has been completed and the alleged touch screen-unreadable issue was verified. Additionally, the alleged touch screen - cracked/shattered/scratched issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.